Manufacturer narrative:
The subject device remains implanted.

Event description:
It was reported that during the stent assisted coil embolization, a thrombus was formed after the placement of the second coil causing the m2 to shut down. Vasodilators and tissue plasminogen activator(tpa )were given to restore blood flow. After administering the medication blood flow was restored to the m2 and the patient was extubated and given a vitals check. The patient followed commands and was released the following day with no issues.

Manufacturer narrative:
A review of the device history record could not be performed because the lot number was not reported. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. However, thrombosis is a known risk associated with endovascular procedure and are noted as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complication was assigned to this event.

Event description:
It was reported that during the stent assisted coil embolization, a thrombus was formed after the placement of the second coil causing the m2 to shut down. Vasodilators and tissue plasminogen activator(tpa )were given to restore blood flow. After administering the medication blood flow was restored to the m2 and the patient was extubated and given a vitals check. The patient followed commands and was released the following day with no issues.